Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock. The ICD was interrogated and found to be in safety mode. It was reported that when the shock was delivered the patient heard a loud noise and a smell of something burning. The patient's right ventricular (rv) lead was a non-boston scientific product. Boston scientific technical services (ts) discussed that the device likely delivered a shock into a shorted condition which in turn damaged the device therefore, device replacement was recommended. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No further complications were reported.